Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of about blood result reading "lo". Customer normally runs between 100-125mg/dl. Performed a blood test this morning with a result of 124mg/dl. Last results in memory were 124mg/dl, "lo", 71mg/dl, 143mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue or user has low glucose value. Correction of date of event: (B)(6) 2014.

Event description:
Consumer complaint of about blood result reading "lo". Customer normally runs between 100-125mg/dl. Performed a blood test this morning with a result of 124mg/dl. Last results in memory were 124mg/dl, "lo", 71mg/dl, 143mg/dl. No adverse event reported.